Event description:
The o20ptix contact lenses are defective. They were in atlanta in feburary of this year and now it has hit my state. There are a couple of cases. It seems like it is an allergic reaction or pink eye at first with watery eye and red eyes with burning. There is a defect in the soltuion in the brand of contacts. Please let the people know. Its happened to at least 4 people in one city. A concerned consumer. I had it twice, first labor day weekend just thinking it was pink eye then got it again 04/23/07.